Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported the tip of the sheath where the sheath is supposed to stop, the darker portion of it is sticking out and seems to be cut at an angle which inspection revealed is the trt tubing used in the curving process.